Manufacturer narrative:
1627487-07262012-002-r; this ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's inoperable scs ipg was replaced. A company representative confirmed the patient's scs ipg was no longer communicating with external devices. The patient stated the ipg had not been working for over six months. Effective stimulation therapy was reportedly restored postoperatively.